Event description:
While servicing the ventilator, the respironics service technician reported the ventilator went vent inop and alarmed due to an exhalation motor error. The ventilator was not in use; therefore, there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the main bored to correct the problem. Performance verification testing was performed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na